Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the suggest event occurred due to being inserted or withdrawn with excessive force. However, since nonconformity of the subject device that causes breakage of snare was not confirmed, and information regarding the procedure/details on the snare was not provided by the user, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -4.3 using endo therapy accessories " endo therapy accessory may break and fall in patient's body if it is inserted or withdrawn with excessive force." Olympus will continue to monitor field performance for this device.

Event description:
The device was clean prior to use. The conditions of the surgery and details are unknown. The user wanted to do maintenance to ensure there are no object blockage in the scope.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number-2429304-2023-00305. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found distal end plastic cover had multiple deep dents. Light guide lens and plastic cover had a crack. The insertion tube had deep scratches. Bending section rubber glue was cracked at the insertion tube and the cut on switch button #3. Borescope check found kink in the forceps channel did not find any ft. Did not find any foreign material on the channel. Control knob movement in the up/down and right/left angle play was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during an unknown procedure, the snare attachment to evis exera iii colonovideoscope broke off while severing the polyp. The snare piece was retrieved. The details of the patient's current condition, procedural details, and outcome of the procedure were requested but not available at the time of the report. The device was inspected before use.